Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. A device burn-in test was performed for more than 4 hours and the reported brightness adjustment problem could not be duplicated; an assignable cause could not be found. However, the main xenon lamp light output was determined to be out of specification and replacement was required.

Event description:
A user facility reported to olympus that the brightness adjustment did not function and it would not auto adjust for brightness. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and since the issue was not reproduced by the repair department, there is no conclusive probable cause.